Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range pacing impedances greater than 3000 ohms, and there was no capture at max output in either bipolar or unipolar configuration. The lead was surgically capped and replaced. No adverse patient effects were reported.